Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported low blood glucose symptoms with result of 49 mg/dl obtained on the compact plus system. Customer self treated with food and low blood glucose symptoms improved. Customer tested 82 mg/dl on the compact plus system 7 minutes after result of 49 mg/dl. No adverse event related to the device was reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.